Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: a pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was coming off and the battery compartment was cracked. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported issue. The investigation determined that the dso seal was coming off. The dso seal was replaced.

Event description:
It was reported that the membrane was detached. There was unknown patient involvement.